Event description:
Report 2 of 2: it was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of tubes broke during centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The retained samples from lot 4346567, totaling 50, were visually inspected with no issues identified. Similarly, the retained samples from lot 5107761, totaling 60, were also visually inspected with no issues identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4346567 and 5107761, for the indicated failure mode: glass breakage during centrifugation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.